Manufacturer narrative:
On 23-oct-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced heart block. After rpv (right pulmonary vein) ablation, the patient¿s heart rate changed to ventricular rhythm instead of sinus rhythm. Since only the left atrium side was ablated, it was considered unlikely that the sinus node was ablated. The patient remained in ventricular rhythm and the procedure was continued and completed. The patient's condition indicated a heart block. The physician's opinion was no causal relationship with the product. No abnormalities observed prior to the use of the product. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31103999l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician's opinion had no causal relationship with the product. No abnormalities were observed prior to the use of the product. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced heart block. After rpv (right pulmonary vein) ablation, the patient¿s heart rate changed to ventricular rhythm instead of sinus rhythm. Since only the left atrium side was ablated, it was considered unlikely that the sinus node was ablated. The patient remained in ventricular rhythm and the procedure was continued and completed. The patient's condition indicated a heart block. The physician's opinion was no causal relationship with the product. No abnormalities observed prior to the use of the product. No additional medical intervention was provided. The patient was followed up in ccu (critical care unit) with continuous intravenous infusion of isp. Patient has fully recovered. The patient was discharged without extended hospitalization because the physician confirmed that he maintained sinus rhythm on the night of the ablation procedure. No clinical symptoms occurred when "heart rate changed to ventricular rhythm instead of sinus rhythm".